Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. When the log files of the device were examined, it was seen that it gave a low vacuum error. By removing the compressor assembly unit of the device, vacuum-pressure membranes were cleaned. Compressor assembly was assembled according to the procedure. Functional tests of the device were performed. While testing the device with the test catheter and trainer, the error was observed to reoccur. Device not suitable for clinical use. The drive manifold was replaced with a new one. The internal parts and covers of the device are cleaned with compressed air. Functional tests of the device were performed. The device was tested with a test catheter and trainer for 4 hours. The error does not repeat. The unit is suitable for clinical use.

Event description:
It was reported that during therapy, the cs300 intra-aortic balloon pump (iabp) unit has a vacuum error, while the device was connected to the patient, it gave a very short low vacuum error and continued therapy. The clinic continued the therapy by replacing it with a spare device in a very short time.. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.